Event description:
Manufacturer's ref #: 267671.

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. The received test log confirmed the reported failure. Since we could trace back the reported problem to november 1, the date of event was determined to be 11/01/2020. The reported failure could be reproduced during pre-use check test when the received expiratory channel pcb was tested in a test ventilator system. Our investigation revealed a defective capacitor in the pull magnet supply circuit. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pre-use check due to excessive leakage. There was no patient involvement. (B)(4).